Event description:
The pt is a 53 yr old white female who had bilater breast augmentation in 10/76 using another co's. Both implants got hard over time. She had a several year history achy arms which gradually evolved into severe limitations with frozen limitation with frozen left shoulder and occasional numbness and tingling in the left fingertips. She also has dry eyes, dry mouth with left breast soreness that is quite constant on a daily basis. The left breast is less sore. She also has some mild fatigue and and erythematous rash over the upper chest and neck areas as well as arthralgias of the elbow and knees. Xeromammogram shows that both these implants have highly probable ruptures with abundant calcium within the capsule. "As a aresult of highly probable ruptures, painful capsular contracture that may be associated with silicone."